Manufacturer narrative:
Product analysis: the valve remained implanted. No product was returned. Conclusion: the device history record for was reviewed and showed that this valve met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak/aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. High gradients increase over time are typically related to patient factors such as, but not limited to, thrombus formation, calcification, patient pressures, and/or anatomical left ventricular outflow tract (lvot) obstruction. However, without a copy of the echocardiogram or imaging file for review and no device return for analysis, the conclusive cause of this event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic aortic valve was implanted nine to ten millimeters (mm) below a previously implanted non-medtronic surgical aortic valve (sav). One year and twenty-eight days following the implant of this transcatheter bioprosthetic valve, the mean gradient had increased from 11 millimeters of mercury (mmhg) to 33 mmhg. No treatment was prescribed. No adverse patient effects were reported at that time. Four years, one month, and nine days following the valve implant, the peak gradient was 25 mmhg and the mean gradient was 11 mmhg with an internal orifice diameter of 0.54 mm. Trace aortic regurgitation (ar) and trivial paravalvular leak (pvl) presented with a regurgitation jet originating from the posterior aspect of the valve stent. Additional information received from the patient indicated that six years, eleven months, and three days following the valve implant, a transthoracic echocardiogram (tte) was performed and showed moderate to severe ar. This was reported as likely central ar but could not rule out a pvl component. No treatment was reported. Seven years, two months, and one day following the valve implant an echocardiogram showed moderate central aortic insufficiency (ai). A second transcatheter valve was then successfully implanted at a depth of 4mm below the sav. An echocardiogram confirmed a resulting mean gradient of 3 mmhg with no ai. No additional adverse patient effects were reported.